Manufacturer narrative:
Result: cracked siderail panels.

Event description:
It was reported by svc report that the head left outer and head right inner and outer siderail panels were cracked. No pt involvement or adverse consequences were reported.